Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a faulty force sensor resistor. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that insulin squirts out. The customer stated that the drive support cap was not protruded. The insulin pump will be returned for analysis and replaced.